Event description:
The customer reported that the device displayed an ECG pads malfunction error message after the device was returned from the bench. The device had been struck by lightning prior to the first bench visit. There was no reported patient or user involvement and no adverse patient/user impact.